Event description:
Sorin group (B)(4) received a report that the centrifugal pump stopped rotating and displayed an error message during set up. There was no pt involvement.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) received a report that the centrifugal pump stopped rotating and displayed an error message during set up. There was no patient involvement. The motor control board of the scp drive unit was returned to sorin group deutschland for investigation. Visual inspection of the returned device identified a damaged connector. However, functional testing and a hardware analysis could not reproduce the reported issue. During a test run of 48 hours at different temperatures and variable driving speed, no issues were identified. The returned board was scrapped as a precaution. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.